Event description:
It was reported that a spectrum iq infusion pump displayed an error while testing fluid volume not accurate making what was set on the pump, set for 20ml and once cycle end pump only had 15ml occurred during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "while testing fluid volume was not accurate making what was set on the pump, set for 20ml and once cycle end pump only had 15ml" was not reproduced. Evaluation sent the device for flow testing and the device passed the test. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. However, the m2 & m3 springs required to be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.